Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The customer had received a sensor error and changed the sensor and found it had a bent cannula. The insulin pump inaccurately went into threshold suspend despite the blood glucose reading of 537 mg/dl. The customer treated with a temporary basal rate and a bolus.